Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the pencil functioned normally when activated on the generator. The pencil did not self activate. The pencil passed hipot testing. The investigation found the device to function normally and within specifications. The instruction for use (IFU) states, do not place active accessories near or in contact with flammable materials (such as gauze or surgical drapes). Electrosurgical accessories which are activated or hot from use can cause a fire. Use a holster to hold the electrosurgical pencils and similar accessories safely away from patients, personnel, and surgical drapes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the surgery, there was evidence that the device which had been set in the angiography room was activated in an unintended situation and the cover cloth was found to be burnt. It was requested to check whether there was abnormality with the activation switch. There was no patient injury.